Event description:
Pt to receive enteral feeding via ng tube at 50ml/hr. One hr and 45 minutes later approx 900 ml had been administered apparently due to malfunction of spring clamp above rotor. Pt expired approx 13 hrs later.